Event description:
The manufacturer received information from a third-party service center work order which alleged a burnt pc (printed circuit) board and blown sieve occurred on an everflo 120v opi. There was no death, serious harm or injury, and no medical intervention was reported. The device has not yet been returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Event description:
The everflo device was sent to a third-party service center for evaluation. The work order indicated that a burnt printed circuit board and blown sieve beds were found in the device. The device was not reported to be in clinical use at the time of the incident. There was no death, serious harm or injury, and no medical intervention was reported.

Manufacturer narrative:
This report is being submitted to correct the b5 statement and update related fields.